Manufacturer narrative:
This is the same event 3010536692-2016-00580. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: painful, failed tha with grossly loose cup and modular neck femoral implant. Severe metallosis changes to surrounding soft tissue was found. (Left)